Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that during instrumentation verification, the non-invasive patient tracker (nipt) was on the center of the patient's forehead, side admit, and was on the patient's left temple. The positioning was optimal, and the surgeon could not register the registration probe. The arrow was too high. The manufacturer representative noted that in their past experience with the nipt, the most likely / suspected cause of the issue was the nipt because the registration probe would not calibrate. The geometry of error of the inaccurate instrument was 2.5-3.0. The surgeon did not want to open another nipt, and the surgeon also decided not to proceed with navigation. This occurred pre-incision, and anesthesia had been administered. There was a surgical delay of less than one hour, and the patient had a history of maxillary sinus disease but there was no reported impact to patient outcome.

Manufacturer narrative:
H2) correction was made to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that during instrumentation verification, the non-invasive patient tracker (nipt) was on the center of the patient's forehead, side admit, and was on the patient's left temple. The positioning was optimal, and the surgeon could not register the registration probe. The arrow was too high. The manufacturer representative noted that in their past experience with the nipt, the most likely / suspected cause of the issue was the nipt because the registration probe would not calibrate. The geometry of error of the inaccurate instrument was 2.5-3.0. The surgeon did not want to open another nipt, and the surgeon also decided not to proceed with navigation. This occurred pre-incision, and anesthesia had been administered. The surgery was changed from a minimally invasive surgery to a full open surgery with additional surgical equipment needed. There was a surgical delay of less than one hour, and the patient had a history of maxillary sinus disease but there was no reported impact to patient outcome.

Manufacturer narrative:
H3, h6: no hardware parts have been returned for analysis. B17, c20, d15 are applicable. H6: multiple fdd/annex a codes were reported. A0908 was coded for the inaccurate registration of the registration probe. A23 was coded for the arrows being too high. H6: multiple annex f codes were reported. F26 corresponds to no patient impact. F1908 corresponds to surgical delay of less than 1 hour. F1906 corresponds to navigation use being aborted. F1907 corresponds to minimally invasive to fully open surgery change. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.